Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During device insertion into the left atrium, aspiration was done and tiny air bubbles were observed in the sheath. It was also noticed a small amount of blood on the hemostatic valve. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis. It was further reported that the farawave was just inside the sheath slightly beyond the rotating collar. Wire inside the catheter. Nothing in left atrium but tip of faradrive sheath. No air observed in left atrium. Air was only within the string as we were doing this initial aspiration/ flush of faradrive after farawave inserted into sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Functional testing was performed and the faradrive steerable sheath exhibited leaking from the hemostatic valve during pressure and vacuum testing. The damaged hemostatic valve (i.e., torn outer valve) was likely the leak path for the air ingress observed in the faradrive steerable sheath during the procedure

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During device insertion into the left atrium, aspiration was done and tiny air bubbles were observed in the sheath. It was also noticed a small amount of blood on the hemostatic valve. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device was returned for analysis.